Event description:
(B)(4). Same patient as MFR ID#: 2134265-2011-03870, 2134265-2011-03643. It was reported that post a stenting treatment procedure, thrombosis, restenosis and myocardial infarction occurred. The patient presented due to unstable angina with dyspnea. It was determined that there was evidence of inferior myocardial infarction of undetermined age. Cardiac catheterization revealed a 100% stenosed and 16mm long target lesion located in the first right posterolateral coronary artery (1st rpl) with a reference vessel diameter of 2.3mm. A 185 cm 0.014" forte guide wire was passed across the totally occluded 1st rpl with some difficulty. A 1.5x12mm apex balloon catheter was used for additional support. The target lesion was then predilated in the ostial and proximal portion with the apex balloon with 6 inflations at 10-16atm for a maximum of 46 seconds. The apex balloon was removed and angiography revealed 50% residual stenosis in the proximal portion of the 1st rpl and probable diffuse spasm distally. This was treated with 200mcg of intracoronary nitroglycerin which significantly increased the diameter of the vessel. A 2.25x20mm taxus liberte stent was then deployed at 16atm for 60 seconds resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 2 days later on aspirin and prasugrel. (B)(6)-2011: the patient presented to the emergency department with complaints of chest pressure for the last 2 days, and chest pain associated with nausea and diaphoresis. The patient reported taking 2 nitro which provided some relief prior to going to the hospital. Troponin levels were 0.284 (units not provided). An ECG performed 1 day later revealed t-wave inversion, more evident in the inferior leads suggestive of inferior ischemia. At 1 day later, the patient's troponin was found to be elevated at 0.628 (units not provided). Cardiac catheterization was performed and revealed 75% proximal in stent restenosis and 90% distal edge in stent restenosis of the previously placed taxus liberte stent in the 1st rpl. The lesion was reported to be non complex with thrombus present with timi-2 flow. The right coronary artery (rca) had 98% proximal, non complex stenosis that was determined to be a new lesion in the last 6 months with slightly reduced flow (timi flow 2) in the rca with 35% stenosis in the mid vessel. This was treated with a a 3.0x12mm apex balloon, deployment of a 4.0x18mm promus drug eluting stent, and a 4.0x12mm quantum apex nc balloon resulting in 0% residual stenosis and timi-3 flow. The 1st rpl was treated with a 2.5x20mm apex balloon and deployment of a 2.5x28mm promus drug eluting stent resulting in 0% residual stenosis and timi-3 flow. Approximately 30 minutes after the cardiac catheterization procedure, the patient developed spasms and was treated with isosorbide mononitrate starting 1 day post procedure and is ongoing. Troponin continued to increase and levels peaked a day after treatment at 4.410 and the patient was diagnosed as having had a myocardial infarction. The patient was discharged 1 day post cardiac catheterization on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).